Event description:
It was reported by the patient who stated that she used the unit 3 or 4 times, and it caused severe neuropathy. The patient used the stimulator on the lumbar area. The pain was below the skin, and the pain level was about a 9. The pain started after 2 hours of treatment, the patient experienced the pain only while she was treating, and pain would go away within a day or two. Daily activity was not increased, the patient spoke to the doctor who told the patient to stop using the unit. The doctor prescribed gabapentin 300mg 3 times a day. A call was received from the patient for additional information. The patient states that she followed customer service representative¿s advice on timed test, and she treated for about half an hour before severe neuropathy in both legs started. She was told we would reach out to her sales rep, and someone would call her back. An email from the sales representative was received in which she stated to that the unit should be returned. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient who stated that she used the unit 3 or 4 times, and it caused severe neuropathy. The patient used the stimulator on the lumbar area. The pain was below the skin, and the pain level was about a 9. The pain started after 2 hours of treatment, the patient experienced the pain only while she was treating, and pain would go away within a day or two. Daily activity was not increased, the patient spoke to the doctor who told the patient to stop using the unit. The doctor prescribed gabapentin 300mg 3 times a day.